Manufacturer narrative:
(B)(4). The breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) was returned for investigation. A visual inspection was performed, and no anomalies were observed. The component was attached to the failure investigation test ventilator for analysis, and the unit was powered. The ventilator passed power on self-test (post) without errors being recorded in the diagnostic logs. Additional tests and calibrations procedures were performed without any errors or alarms being generated. The test ventilator was set into ventilation mode for 24 hours, and no errors or alarms were generated. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilator generated an alarm. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.